Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a 27 mm navitor valve was selected for implant using a large flexnav delivery system. The access site for the flexnav was the right femoral. During procedure, when the flexnav was inserted into the patient via the femoral access, a kink was observed. The user alleged that the kink was due to patient anatomy and the femoral puncture insert angle. The flexnav was exchanged. However, then the navitor valve was observed to have a "furry edge." The navitor valve was also exchanged for a new 27 mm navitor valve, which was successfully implanted. The patient was reported to be in stable condition.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was selected for implant using a large flexnav delivery system. The access site for the flexnav was the right femoral. There was no difficulty loading the valve into the flexnav. During procedure, when the flexnav was inserted into the patient via the femoral access, a kink was observed. The user exerted "moderate force" to advance the flexnav through the access site. The patient anatomy was not challenging at the access site. However, the user alleged that the kink was due to patient anatomy and the femoral puncture insert angle. In addition, damage to the valve capsule marker band was not observed inside the patient; it was observed when the flexnav was removed from the patient. The flexnav was exchanged. However, then the navitor valve was observed to have a "furry edge." The navitor valve was also exchanged for a new 27mm navitor valve, which was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
It was reported that during procedure a kink was observed in delivery system due to patient anatomy and the femoral puncture insert angle. The investigation at abbott found that the valve capsule was damaged. No other anomalies were noted on the delivery system. Information from field indicated that there was no difficulty loading the valve into the flexnav. Also indicated that damage to the valve capsule marker band was not observed prior to use or inside the patient, it was observed when the flexnav was removed from the patient. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications, including inspections for exposed braid of distal outer member shaft. The cause of observed damage at the valve capsule is possibly procedure-related (due to anatomical factors), however could not be conclusively determined. There were no related complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.